Event description:
It was reported that during implant, the right ventricular (rv) lead helix would not deploy. The rv lead was not implanted and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the lead was received with the helix fully retracted and the distal conductor distorted within the connector. Also the blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed.